Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred. Data was evaluated and the allegation was confirmed as transmitter fatal error was confirmed. The probable cause was determined to be transmitter fatal error. The reported event of an unknown transmitter issue is reportable based on the finding of transmitter fatal error. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6).

Event description:
The product was evaluated. An external physical visual inspection was performed and passed. A voltage measurement test was performed and failed.